Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the lead helix could not be unscrewed. The lead was not used and a new lead was implanted. Patient was stable.

Event description:
New information received noted that the helix could not be unscrewed and fixed after it was implanted.